Event description:
It was reported that the customer received two battery out limit alarms. The insulin pump had a blank display. The customer's blood glucose level was 445 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump had a blank display due to corroded battery tube. Unable to confirm battery out limit alarms due to blank display. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.